Event description:
It was reported that the end of the chisel came off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. Unfortunately, the end cap was not returned, so we are unable to determine the exact cause of this reported problem. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and we have to assume that the applied mechanical forces using a hammer were exceeded which may have caused the weld to break and led to the breakage. Please note that this is the first complaint record received associated with this device and after reviewing the manufacturing documents, we determine, that this is an isolated case. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We assume that the applied mechanical forces using a hammer were exceeded which may have caused the weld to break and led to the breakage. However, as the end cap was not returned, we are unable to determine the exact cause of this reported problem and the complaint condition is due to an unknown cause.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the manufacturing records were reviewed and no irregularities were found. The device functional check was performed and was found to be good. Manufacturing location changed to synthes (B)(4).

Event description:
While the prodisc c trial was insitu, the surgeon chiseled over the trial. When the backslapping the chisel to remove it, the end came off of the chisel making it impossible to backslap out and a pair of forceps were applied to the shaft of the chisel to provide a surface for slapping against.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).